Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 461 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that the felt a little sick and had changed the set on their insulin pump four times. The customer thought that there may have been something wrong with their insulin pump. The customer declined troubleshooting because they received a no delivery alarm while on the phone and believes that their device is now working. The customer did not return the product back for analysis.